Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was above 500 mg/dl with diabetic ketoacidosis, large ketone levels, abdominal pain, chest pain, and vomiting. It was reporter the patient was hospitalized and treated with insulin via injection and intravenous fluids and the patient had discontinued pump therapy. Reportedly, the pump¿s setting were not recently changed. The reported stated the pump was experienced an intermittent power issue. There was no reported damage to the pump, battery cap, and no moisture ingress; the battery cap was reportedly able to secure properly to the pump. This complaint is being reported because the alleged serious injury was related to a reported pump malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/15/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed an unexplained reboot observed on (B)(6) 2015 at 11:39; deliveries resumed at 13:09. The total daily dose basal history appropriately correlates to the user programmed basal rates. No damage was found to the battery compartment and battery cap. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was found to be blank and cracked. Replacement with a test display returned the display function to specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.